Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center to report system error 2240 on the homechoice (hc) during use, patient connected in initial drain. The home patient (hp) did not connect the patient line extension prior to priming and starting initial drain. The baxter technical service representative (tsr) instructed the hp to start over with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.